Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump. The pump's indication for use wasn't provided. The patient reported that the "pump did not heal" and was removed. Additional information provided by the patient on (B)(6) 2016 indicated that there was fluid build-up around the pump, they kept on draining it constantly, and she had to wear a band. The system was explanted in (B)(6) 2012. The event date was noted as (B)(6) 2012 as the patient said it was immediately after the implant. It was reported that the situation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.